Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose level. Customer's blood glucose level was 50 mg/dl, at the time of incidence. Customer was treated by eating and customer was fine. Customer reported that they were using manual mode for the insulin delivery. The insulin pump will be returned for analysis.